Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving effective stimulation. The pt underwent revision surgery where the physician discovered a fracture in the lead. The physician explanted the lead and replaced it with two new leads. Postoperatively the pt had effective stimulation. The issue is resolved.